Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a meter error 1 message that couldn't be cleared. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated on 02/06/2015 with the following findings: the meter powered on normally and was able to be paired with a test pump. There was an error 1 code observed in the meter¿s history. No errors occurred during testing. The complaint was verified in the meter records, but couldn¿t be duplicated.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.